Event description:
It was reported that a physician's tablet was not working. The programming system was tested using a demo generator, but it was unable to communicate. The white serial cable was then replaced, and the issue resolved. The serial cable was discarded. No further relevant information has been received to date.